Event description:
The event is reported as: the customer alleges having problems connecting and disconnecting laryngoscope blades from handles.

Manufacturer narrative:
Unknown when the alleged defect was discovered. The device sample was not returned for evaluation at the time of this report.